Event description:
Maude event report received indicates that during an orthopedic procedure, the tip of a 5.0mm cannulated drill bit broke off in the pt. Pieces were recovered from the right femur, some particles remained. Hosp reported no harm to the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed. No conclusion could be drawn, as no device was returned. Review of the mfg records has been requested.